Event description:
This is filed to report recurrent mitral regurgitation it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 1-2. On (B)(6) 2022, at the 30-day follow up appointment, it was observed mr had increased to a grade of 4. It was noted both clips remained stable on the leaflets. On (B)(6) 2023, a second mitraclip procedure was performed to treat the recurrent mr. One clip was successfully implanted, reducing mr to a grade of 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.